Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918-001. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient went to the hospital for tube replacement. During the procedure, the gastroenterologist found a bezoar at the end of the peg-j tube. On (B)(6) 2020 the bezoar resolved and the patient experienced a duodenal bulb ulcer. Duopa therapy has been suspended and will resume when intestinal tube is replaced.